Event description:
At the completion of the coronary artery bypass graft procedure, the anastomosis was damaged when the last two loops didn't unravel completely during removal process. The damaged anastomosis was repaired using a 6-0 prolene. No additional pt complications were reported.